Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped delivering insulin. Customer's blood glucose (bg) was between 85-89mg/dl. Tandem technical support reviewed pump history and found no alarms indicating that insulin was suspended. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.